Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: manta footplate caught on posterior calcium as seen on the angiogram. Ballooned access site with a 7 x 40 balloon for 90 second. Post angiogram showed great flow down leg. Patient is reported as doing fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were received and reviewed by the investigative team and indicate a mid-positioned radiopaque lock lodged on calcium blocking flow resolved with balloon inflation. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture was used to gain a central positioned access. The arteriotomy was 6.8mm, moderate posterior calcification, posterior wall calcification, and a depth measurement of 5.5cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, no bleeding present at access, however, a post angiogram revealed the manta anchor caught on posterior calcium which created a partial occlusion. Balloon inflations were applied for ninety seconds, resolving the occlusion, and restoring flow down the leg. The IFU procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. Procedure preparations states confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.